Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that during the procedure the set screw was stripped and was not able to get out of the generator. Cleaning the area around and underneath the screw was suggested, but did not work. The set screw was removed by applying medical adhesive in the set screw port, which allowed it to solidify and was able to manipulate the screw out. The device was replaced. The patient¿s condition was stable during and post implant.